Event description:
Working for action ambulance my partner and I could not get the lifepack 12 to get a clear and diagnostic 12 lead in a female complaining of chest pain. We tried 2 sets of cables as well as several packs of electrodes. We ended up alerting the receiving facility of possible stemi and that we were having equipment issues and due to provider relationship with facility they alerted their protocol and had the patient still arrive to cath lab promptly and swiftly. Supervisors were immediately notified post call and monitor removed from service ((B)(4) is presumed to be the monitor serial number).